Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was lost power. The customer¿s blood glucose level was 83 mg/dl at time of incident. Insulin pump was alert on low 70 mg/dl but actual blood glucose was 83 mg/dl. The insulin pump will not be return for analysis.